Manufacturer narrative:
Examination was not possible as no product was returned. A search of the warsaw and international complaint database did not find any additional reports of this nature for the product code/lots provided since their respective release for distribution. The investigation could not verify or identify any evidence of product contribution to the reported problem. Although the exact root cause could not be determined, the reported rotational malalignment may have been a contributing factor. Based on the investigation, the need for corrective action is not indicated.

Event description:
Patient was revised to address pain and malalignment.